Manufacturer narrative:
Retainer ring = black. On september 18, 2022, customer alleged device battery lasting less than 1 week and failed battery test. Device successfully downloaded traces and history file using thump. Device passed active current measurement, self-test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped electric board with a test board and sleep current measurement passed. Low battery alerts confirmed in the device history on september 18, 2022 20:42:01, september 18, 2022 06:07:00, september 16, 2022 14:15:00, and on 03:27:00. Therefore, battery change occurred in less than 1 week. No alarms or alerts noted during testing, however, failed battery alerts confirmed an alert in the device history on september 10, 2022 10:30:15 was found in the history files or traces. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case, and label damage. In summary, customer allegation for device battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Swapped electric board with a test board and sleep current measurement passed. Problem isolated to electric board. Failed battery test not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a battery failed alarm. Troubleshooting was performed. No missing, damaged or corroded contacts were found. Advised the customer to replace the old one with a new battery and the customer stated no further failed alarms were received. No harm requiring medical intervention was reported. The customer will discontinue use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.